Manufacturer narrative:
Correction: please retract this report 2017865-2021-29413, the same issue was previously reported as 2017865-2021-25491.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. Abbott technical support was contacted and suggested replacing the lead, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.